Event description:
Malfunction: tracking problem. The surgeon reported that the system had intermittently tracking problems. Additional follow-up information was received. The surgeon stated all eyes were tracked, without issues. All procedures were completed uneventfully. The surgeon also stated that no patients were injured by this event.

Manufacturer narrative:
Determination of root cause: assessment: during the site visit, tm (territory manager) was unable to duplicate the problem. The tm verified the eye tracker operation, and successfully performed the system verification. No parts were replaced, and there was no manufacturing investigation. Though the tm could not replicate the tracking issue, review of log file indicates that on the date of surgery system message opm 1 (pupil not detected) occurred on 3 patients. All surgeries were completed 100% with the use of the eye tracker. Also energy levels and high voltage levels were within operating specifications for all cases. A patient/user impact investigation was necessary as this issue indicated patient involvement. The site's surgeon was contacted to understand if there was any patient impact. The surgeon stated that no patient was harmed or injured, due to the reported event. Conclusion: based on the results of the investigation, a definitive root cause could not be identified. (B) (4). (B) (4). (B) (4).